Event description:
It was reported the stimulator turned on and off at random intervals. The patient experienced diminished coverage of stimulation. Device interrogation revealed end of life status and only one functional contact on the lead. The patient was referred to a physician for revision of the extension and replacement of the stimulator.